Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift. H3 other text : serviced by asp.